Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) female patient receiving intrathecal clonidine 300mcg/ml at 1.40 mcg/bolus, bupivacaine 5.0mg/ml at 1.4668mg/day, and dilaudid 15mg/ml at 4.400mg/day via an implantable infusion pump. The indication for use of the device was for spinal pain. The patient states that since implant, the pump was not secure/does not stay in one place and sticks out. It was noted that there was not a change in body mass. The health care provider (hcp) told the patient at her implant that the pump was not secured. When the patient goes in for a refill it is always an issue. The patient stated that they can't stand up because the pump is sticking out and digging into them. If additional information is received this event will be updated.